Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 167 mg/dl. Troubleshoot was performed. Customer was calling back after receiving a new battery cap. Customer stated the insulin pump was not bumped or dropped. Customer stated the insulin pump was not exposed to moisture but wore the insulin pump in water park couple weeks ago. Customer was using aaa (B)(6) alkaline battery; new battery was inserted but the display did not return. Customer reported display was blank currently. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. Power connector at electronic board was properly connected. No moisture damage found inside the pump. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case behind the pump near the battery tube compartment and missing display window cover. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.